Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the ins was replaced/ explanted and disposed of due to no longer functioning after cardioversion. Issue is resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown. Product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Explant and replacement surgery scheduled for (B)(6) 2025. Device still currently implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the battery was dead.

Manufacturer narrative:
H3: product ID: 977119, serial# (B)(6) was returned for product analysis. Analysis found there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-24: information was received from a patient's (pt) representative regarding an implantable neurostimulator. The reason for the call was the patient representative mentioned the patient had a heart procedure (cardioversion) today. Pt said the therapy was not shut off to their knowledge. Patient representative said the cardioversion could have been the cause of the therapy issues the patient was experiencing. Now, the patient could not increase their therapy settings because they got the 'contact your clinician. Your therapy turned off automatically. Your neurostimulator cannot provide the requested therapy.' Message on their controller since today. Patient was in group c and switched to group d, but got the same message. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. 2025-jun-26: additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient had a cardioversion and they have been having issues with the stimulator since that time. When the caller connected to the ins with the clinician app, a message was displayed that said system error 0x1775eca4 and it forces a restart of the application. The same message comes up each time the caller tried to connect to the ins. The caller used the patient application to connect to the ins, it displays a message with code 323, indicating that therapy was turned off. The caller used the patient therapy application to turn therapy down to 0ma, turn therapy back on, and then same message with the 323 code occurs when the rep increases the amplitude. The caller used the clinician app reset function to try to reset the ins. The caller attempted to connect to the ins and got the same system error message. The issue was not resolved through troubleshooting. Tss reviewed information about a 323 code. The caller will review information with the md and they will consider ins replacement. 2025-jul-01: additional information was received from a manufacturer representative (rep). The cause of the system error was the car dioversion. The rep reset the neurostimulator, attempted adjusting the amplitude to 0 to turn the therapy on, and called tech services. The issue was not resolved. The plan was to replace the ins and send the explanted battery to medtronic for analysis.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the patient's ins was non-functional. The patient's ins would be explanted on (B)(6).